Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one month post-operatively, the patient had a left thoracic pocket erosion and an apparent pacemaker pocket infection. The implantable pulse generator (ipg) system was subsequently explanted and replaced in the right pectoral region. The patient required medical intervention. No further patient complications have been reported as a result of this event.